Manufacturer narrative:
Following confirmation of device replacement, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device was seen locally for a device check. Upon interrogation, the remaining battery life was less than expected: all other system measurements were as expected and within normal ranges. Data was sent for a technical services evaluation at which time it was confirmed the unit was malfunctioning and should be replaced within 28 days. No resulting adverse patient effects were reported and to date no system changes have been made.

Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device was confirmed explanted; however it remains unknown if it can be located for return. Another boston scientific device was successfully implanted.